Manufacturer narrative:
Additional information: h6 and h10. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The most probable root cause of the reported leak is a lack of solvant between the return line and the return screwed connector. This is a manufacturing defect and an operator error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6) medical university, (B)(6) memorial hospital. Reporter phone number: (B)(6). Reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set-up error occurred. It was reported 'the blue tube above the artificial kidney is loose, causing blood loss to the patient during treatment'. The estimated amount of external blood loss was not specified. The treatment was ended but it was not reported if the extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event according to the medical assessment. No additional information is available.